Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen sustained a fracture after the user sat on the device, resulting in a cracked display that remained functional but was difficult to read, and the device was reported as no longer watertight. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.